Event description:
During an avm embolization with onyx, it was reported that the catheter broke and onyx diffused into the left posterior vertebral artery and basilar artery. No patient injury reported. Same event as MDR # 2029214-2009-00253.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was consumed in the event.